Manufacturer narrative:
The report event of high impedances was confirmed. As received, the returned lead found some internal wires being broken 4cm from terminal end. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.